Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that while plugging in the cardiosave intra-aortic balloon pump (iabp), the chief perfusionist could not get the fiberoptic to sense. The fiberoptic capability did not register and a sensor alarm was noted. The same catheter was then used with a cs300 iabp they had and it worked without concern. There wa1as no patient harm.

Manufacturer narrative:
Updated fields: b4, d4(serial#), d9, g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, investigation conclusions), h10. Additional contact details. Phone number: (B)(6). Department: perfusion. Occupation: (B)(6). It was reported that chief perfusionist at buffalo general hospital informed me that after using a sensation plus catheter and placing the connections into the cardiosave the fiberoptic capability did not register and noted a sensor alarm. The same balloon pump catheter was used with the cs 300 machine they had and worked without any concern. She could not provide me any additional information at this time. She will contact me with the additional information I requested. After doing 3 gfe we haven't received any information. As of now, the investigation is closed, if any new information is received future related to part replacement will reopen the complaint and update it. H3 other text : customer not responded.

Event description:
N/a.